Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer treated with manually injecting. Troubleshooting was declined for the high blood glucose; the customer blamed his hyperglycemia on the spare ribs and orange juice he had consumed. The insulin pump was not returned for analysis.